Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 22.2 mmol/l. Customer administered an insulin injection to address bg. Although requested, no additional information was provided regarding resolution of bg. Customer reverted to an alternate method of insulin therapy.